Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the lead also had high impedances along with migration, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Event description:
It was reported that the patient's lead had migrated, causing ineffective therapy. In turn, surgical intervention may take place to address the issue.